Event description:
It was reported that the patient experienced symptoms of morphine withdrawal immediately after pump replacement during overnight observation. The patient experienced underdose symptoms, an altered mental status, and less than 50% therapy relief. The pump replacement was due to end of life. It was noted that the catheter had not been replaced or emptied. A dye study and x-rays were performed, and drug concentrations were confirmed. The patient was hospitalized for one week and was discharged on (B)(6) 2014 after the morphine was increased to 3.10 mg/day as the symptoms eventually resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).